Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on and screen went to black. As per part investigation, it was determined that there was thermal damage observed on the pcba drawer controller board. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported condition of station was not powering on and was offline, was confirmed during fse testing and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that the station was not powering on. After isolating the power supply and flipping the power switch, the fse was able to hear the fan spinning. The fse disconnected all pyxibus and commsled cables, except for those corresponding to the main drawers. When the power switch was flipped again, the fse observed that the station did not power on. The fse isolated the issue to the half height drawer 6 of the main station, and when the drawer controller boards were tested, the fse found that the drawer controller for drawer 6.2 had failed. The fse replaced the pyxibus module board and the drawer controller board and additionally replaced the pyxibus cable after identifying damage to the cable. The fse confirmed the drawer functionality through diagnostics, and the customer was able to test the station successfully. During dchu visual inspection p/n 120547-01: the assy cbl pyxibus 6 drawer was received with a damaged flat cable, black marks and copper strands exposed. P/n 151622-01: the use 331392-01 pcba dwr cntlr v1.10/v1 showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the pcba pmc v1.06/v0.09bl hh showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 120547-01: no further dchu testing was required due to thermal damage identified during visual inspection per applicable pap. P/n 151622-01: the use 331392-01 pcba dwr cntlr v1.10/v1 did not pass the dmm testing due to low resistance measurement between tp502 - tp505. P/n 151630-01: the pcba pmc v1.06/v0.09bl hh passed successfully the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint station was not powering on and was offline was attributed to the following damaged components which led to circuit instability and ultimately compromised the drawer's functionality: assy cbl pyxibus 6 drawer (p/n 120547-01) had a damaged flat cable, black marks and copper strands exposed. Pcba dwr cntlr v1.10/v1 had a shorted diode d501 / mosfet q501.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turning on and was offline in remote smart service. A field service engineer (fse) responded to an issue where the station was not powering on. Upon isolating the power supply and flipping the switch, the fan was heard spinning. All pyxibus cables were disconnected from the communication sled except for the main drawers, but the station still failed to boot. The issue was narrowed down to the enhanced half-height drawer 6 of the main unit. Further testing revealed that the controller board for drawer 6.2 had failed. The fse replaced the pyxibus module board and the damaged pyxibus cable for drawer 6, which was found to be cut. After replacements, diagnostics were run successfully, and the customer confirmed successful testing. The issue was resolved. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on and screen went to black. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.